Event description:
It was reported the patient experienced fever along with redness and swelling at the ipg site. Surgical intervention was undertaken on (B)(6) 2014. Pus was discovered inside the pocket; therefore, the physician elected to explant the entire scs system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the view of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.